Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was exibiting noise and was reproduced with left arm movements, consistent with fracture. Lead was capped and replaced.